Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and became jammed, preventing it from opening. The customer rebooted the station; however, the issue persisted. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was jammed. The field service engineer (fse) advised that a replacement cubie was required and instructed that the defective cubie be removed. The customer subsequently removed the broken cubie and installed a new cubie to restore functionality. The system functioned as intended after field service engineer investigated the incident.